Event description:
Report received indicated that pt was admitted to the hosp for a nstemi (non q-wave). This pt was enrolled in the study and was randomized to the cypher arm of the study. Baseline medications included clopidogrel, aspirin and heparin. Intra-procedure medications included clopidogrel, heparin and reopro. Pci was performed on a totally occluded lesion in the mid lad of 12mm in length in a 2.5mm vessel diameter. The (b2) eccentric lesion was characterized with an irregular contour. The lesion was pre-dilated with a 2.75x18mm balloon at 18 atm before a 2.5x18mm cypher select stent was deployed at 18 atm with satisfying results. Timi I and timi ii flows were recorded pre and post-procedure, respectively. Post-procedure medications included clopidogrel, aspirin, statins, beta-blockers and ace inhibitors.

Manufacturer narrative:
At the 1-month follow-up, the pt had no anginal complaint. Ongoing medications included clopidogrel, aspirin, statins, beta-blockers and ace inhibitors. At the 6-month follow-up, the pt had no anginal complaint. Ongoing medications included clopidogrel, aspirin, statins, beta-blockers and ace inhibitors. Other medications included centyl and ckcl. At the 12-month follow-up, the pt had no anginal complaint. Ongoing medications included clopidogrel, aspirin, statins and beta-blockers. Other medications included centyl and ckcl. At 18 months post stent implant, the pt was admitted to the hosp for chest pain with radiation to the back. Unstable angina was also indicated. The pt was treated with ntg with good effect. Subsequently, the pt was transferred to the enrolling hospital for a cag. This planned cag was stopped because the pt showed decreased power in the arm that was diagnosed as a transient ischemic attack (tia). Pt was observed after the weekend and was determined that no new cag will be performed. The c-scan was normal. The chest pain event was unlikely related to both product and the index procedure. The tia was reported unrelated to both product and procedure. At 23 months post stent implant, the pt was readmitted to the hosp for a nstemi (non q-wave). Because of the medical history of this pt (tia and cag) no new cag was performed. The pt was treated with thromboprophylaxis klexane sc for 5 weeks. Pt was discharged in good condition. The relationship of this event (nstemi non q-wave) for device and index procedure was not available at time of report. This coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product remains implanted in the pt and is not available for eval and testing. Additional info will be sent within 30 days upon receipt.